Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stated the event occurred before surgery. The surgery was started and completed after exchanging the system.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The touch screen was replaced to resolve the issue and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 23, 2007. Based on qa assessment, the product met specifications at the time of release. A touch screen was received for evaluation. A visual assessment of the returned touch screen did not reveal any non-conformity. The touch screen was installed onto a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The touch screen was functionally tested per service test procedure. The touch screen passed test. Various surgical steps and parameters were activated via the touch screen. The surgical steps and parameters responded normally when activated and no system lock-up occurred during tests. Root cause the touch screen was found to function normally. Therefore, the root cause of the reported events cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system kept locking. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.